Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that post a percutaneous coronary intervention procedure, the patient expired. (B)(6) 2008, the patient was diagnosed with stable angina and cardiac catheterization was recommended. The 95% stenosed and 10mm long target lesion was located in the proximal left circumflex artery with a reference vessel diameter of 3.50mm. The target lesion was treated with pre-dilation and placement of a 3.50 x 16mm taxus express 2 study stent, resulting in 0% residual stenosis following post dilation. The same day the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient expired due to cardiopulmonary arrest and secondary cause of coronary artery disease.